Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (broken trunk cable connector) has been confirmed. Upon eval, the trunk cable connector was damaged. The cause for the broken connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt rec'd a replacement electrode belt.

Event description:
During servicing of electrode belt (B)(4) for an unrelated complaint, a reportable problem was discovered. The belt was found to have a broken trunk cable connector. The pt was issued a replacement electrode belt.